Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer was not open when returning medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer (fse) contacted to it case owner, confirmed it was a software issue and not a hardware issue. The fse confirmed the technical support specialist assisted customer to resolve the software issue. The system functioned as intended after the technical support specialist assessed the device.